Manufacturer narrative:
Upon further investigation by the manufacturer, it was determined that the surgeon was operating for the first time in this hospital and there was no knowledge of in service training at the facility for this user. According to the nurse who was interviewed, it appeared that the surgeon was working to close and additionally, the surgical personnel were manipulating several buttons on the microscope which could have resulted in the auto-iris function being turned off. On-site performance testing was conducted. In particular, proper function of the illumination and auto-iris were investigated. On (B)(6), 2009, the technician's report stated that the auto-iris function was checked and concluded that it was working properly. Leica's investigation did not identify any instrument fault(s) that would have caused or contributed to the event. The leica (B)(4) is subject to special precautionary measures as described in the user manual. Before using the product, the user must carefully and thoroughly read the user manual. The user manual also contains important information on illumination (page 8), safety notes, warnings as well as information on using the instrument. A warning on tissue heating has been included in the user manual (page 8) as a safety precaution for the user and pt. The customer confirmed that the outer ear burn was a minor injury that had completely healed by (B)(6), 2009 and the surgeon did not file further complaint and the hospital closed the case. The instrument remains in routine use.

Event description:
On (B)(6) 2009, leica microsystems rec'd a complaint from a customer stating that during an ent surgical procedure, the out ear of the pt was burned.